Event description:
The lead was explanted when the helix would not retract during an attempt to reposition. It was not clarified what prompted the surgery. No additional information available.

Manufacturer narrative:
Na

Manufacturer narrative:
.